Event description:
It was reported the patient had an invance sling implanted on an unknown date. The patient then had another invance sling implanted on an unspecified date. No patient complications were reported in relation to this event.